Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 24 g x 0.56 in (0.7 x 14 mm) insyte autoguards experienced catheter breakage/separation from hub prior to use. The following information was provided by the initial reporter: material no.: 381411, batch no.: 8330774. Verbatim: catheter hub is sliding off when removing the cap of the IV catheter.

Manufacturer narrative:
The following fields have been updated due to corrected information: f.10. : 1421, 1354. H.6. Supplemental correction: if the user were to choose to thread the catheter back on to the needle that the sterility would be compromised and that this could lead to harm/serious injury. The event could lead to a needle through catheter and leakage.

Event description:
It was reported that 5 24g x 0.56in (0.7 x 14 mm) insyte autoguards experienced catheter breakage/separation from hub prior to use. The following information was provided by the initial reporter: material no.: 381411 batch no.: 8330774. Verbatim: catheter hub is sliding off when removing the cap of the IV catheter.

Event description:
It was reported that 5 24g x 0.56in (0.7 x 14 mm) insyte autoguards experienced catheter breakage/separation from hub prior to use. The following information was provided by the initial reporter: material no.: 381411 batch no.: 8330774 verbatim: catheter hub is sliding off when removing the cap of the IV catheter.

Manufacturer narrative:
Investigation: our quality engineer inspected the returned sample provided by your facility. Bd received a total of four 24ga units. Through the visual/microscopic evaluation physical-mechanical damage was not observed on any of the components of the units received. The returned representative units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.